Event description:
As reported, during a cystoscopy, a filiform double pigtail ureteral stent separated. The device appeared shorter in length. Upon examination of the bladder and ureter, a separated device segment was found in the bladder while the remaining stent was in the ureter. The segments were removed from patient using forceps, and a new stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous report. The stent has been indwelling for approximately 8 months before the separation was noted. There were no difficulties placing the stent. The patient did not require any additional procedures after placement of the stent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a cystoscopy, a filiform double pigtail ureteral stent separated. The device appeared shorter in length. Upon examination of the bladder and ureter, a separated device segment was found in the bladder while the remaining stent was in the ureter. The stent had been indwelling for approximately 8 months before the separation was noted. The segments were removed from patient using forceps, and a new stent was placed. There were no difficulties placing the stent. The patient did not require any additional procedures after placement of the stent. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including the device history record (DHR), quality control, and instructions for use (IFU), as well as a personnel interview and visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted when the product was returned to cook for inspection. The device was returned without its packaging or label. Two sections were returned in a container. There wasn¿t any appearance of stretching or excess pulling on either of the two returned sections. The separation was also confirmed to not occur at a sideport, effectively ruling out the tether as a contributing factor in the stent¿s separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution a review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed product labeling. The product IFU, [t_dpss_rev3] ¿filiform double pigtail stent¿ provides the user with the following information related to reported failure mode: ¿precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Improper handling can seriously weaken the stent¿ ¿how supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the break in the stent was unable to be determined. Potential causes for the event including inadvertent user/procedural issues (details regarding device placement approximately 8 months prior is unknown), and/or device failure may be considered during the investigation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.